Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was tested on an in-house system, and it passed the recognition and the engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The fenestrated bipolar forceps instrument passed energy delivery testing in various grip orientations, and it also passed the electrical continuity test. The instrument was fully functional. No product issue was found. The probable root cause cannot be determined based on the information provided and failure analysis results.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that the fenestrated bipolar forceps instrument would not work, and the system had no control on it. The procedure was completed.